Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys pth result from one patient sample tested on the cobas e 801 analytical unit. The initial result from the analyzer was 9.75 pg/ml the first repeat result from the analyzer was 247 pg/ml.. The second repeat result from the backup e 801 analyzer was 249 pg/ml..

Manufacturer narrative:
The calibration results were within the specified ranges. The qc recoveries were within the specified ranges; the qc was acceptable on the date of the event. It was reported that the customer's other patient samples with discrepant results had foam/bubbles on the surface. The investigation determined the event was consistent with a preanalytic issue at the customer site (foam/bubbles on the patient sample's surface). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.